Event description:
Reported via medwatch: mw5092128. It was reported that tip sheared off. A 300cm angled tip v-14 control wire was inserted into a 0.018 non-bsc catheter. However, under fluoroscopic imaging, it was noted that the radiopaque tip was shearing off the wire. The wire and catheter were both removed. A new 0.14 v-14 wire and a new 0.018 non-bsc catheter was used but the same thing occurred. Upon removal, the part of the radiopaque tip came off the wire and remained in the patient. No known patient complications were reported.

Event description:
Reported via medwatch: mw5092128. It was reported that the tip of the first wire sheared off. A 300cm angled tip v-14 control wire was inserted into a 0.018 non-bsc catheter. However, under flouroscopic imaging, it was noted that the radiopaque tip was shearing off the wire. The wire and catheter were both removed. A new 0.14 v-14 wire and a new 0.018 non-bsc catheter was used but the same thing occurred. Upon removal, the part of the radiopaque tip came off the wire and remained in the patient. No known patient complications were reported.

Manufacturer narrative:
Corrected fields: b1 adverse event/product problem: initially reported an adverse event and product problem, and the corrected information reported a product problem. H1: type of reportable event: initially reported as a serious injury, and the corrected information reported a malfunction. H6: patient codes: initially reported device fragments in patient, and the corrected information is no known impact or consequence to patient.

Manufacturer narrative:
Corrected fields: bsc aware date: initially reported as 01/28/2019, corrected to 01/28/2020. Date due: initially reported as 02/27/2019, corrected to 02/27/2020.

Event description:
Reported via medwatch: mw5092128. It was reported that the tip of the first wire sheared off. A 300cm angled tip v-14 control wire was inserted into a 0.018 non-bsc catheter. However, under flouroscopic imaging, it was noted that the radiopaque tip was shearing off the wire. The wire and catheter were both removed. A new 0.14 v-14 wire and a new 0.018 non-bsc catheter was used but the same thing occurred. Upon removal, the part of the radiopaque tip came off the wire and remained in the patient. No known patient complications were reported.